Event description:
Event occurred in CanadaIt was reported that the patient experienced occlusion event on (b)(6) 2026, due to kinked cannula causing hyperglycemia. The high blood glucose level was treated by multiple daily injection (MDI).

Manufacturer narrative:
E1: Name: Tandem. Street: 11045 ROSELLE STREET.Line 2: SUITE 200. City: SAN DIEGO. State: CA. Zip Code: 92121. Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.